Event description:
The customer reported that the fiber was noticed to have commenced forward firing at 18,896 joules during a prostate procedure. The procedure was completed with a second fiber. There was no pt injury.

Manufacturer narrative:
(B)(4) - to forward-firing of the side-firing surgical fiber; a code request has been submitted.